Event description:
It was reported by service report that the head end brakes will not stay in the locked position. Customer could not determine if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Evaluation result: brake cam.